Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time.when the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and an unwanted pacing issue occurred. It looked as if pacing was occurring at two different points at the same time. The procedure was completed successfully with no patient consequences. Upon request additional information was received on the event. The pacing leads were connected to both carto® 3 piu primary pacing port and direct stimulator port which could have been the issue. However, it was not possible to pace and ablate at the same time. St jude medical ep-med pacing stimulator was used during the procedure. During planned pacing, the pace spike come out on a different catheter than chosen on the carto 3 system which is possibly attributed to operation errors. This event is indicative of a reportable event as this could possibly cause patient injury.

Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a carto 3 system and an unwanted pacing issue occurred. Field service engineer (fse) contacted bwi representative regarding the issue. It was found that a user error issue related to the wrong setup. Double pacing connections created loops on the pacing. The correct, approved setup used by customer solved the issue. Fse followed up on the issue during the next case. The reported issue was not duplicated anymore. System is operational. The history of customer complaints associated with this carto 3 system was reviewed. There was not any additional complaints that may be related to the reported issue. Device history record review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.